Manufacturer narrative:
(B)(4). No related complaint received with return of device. Failure event observed during analysis. Final analysis found an external abrasion breaching the outer insulation at 8.4cm to 8.9cm from the connector pin. The abrasions are consistent with friction against another implantable device. (B)(4).

Event description:
This report is to advise of an event observed during analysis.